Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 36 mg/dl. The customer was treated with juice and IV and some food at the emergency room. Customer was experiencing low blood glucose for the first time. The customer was admitted to the hospital. The troubleshooting was performed, customer was advised to speak with their healthcare provider regarding low blood glucose. The customer was advised to monitor the pump.